Manufacturer narrative:
On 10/28/97 initial reporter from meridida hillcrest hosp reported that the facility did not file a medwatch report for this incident. This follow-up report is being submitted to correct the initial report in that regard.

Event description:
A healthy infant was born with a 1cm lesion to the left temporal area of the scalp, but required no treatment to the wound. However, the hospital discharge of the newborn was delayed by two days for prophylactic IV antibiotic therapy to prevent infection. An experienced physician unsuccessfully inserted an iup 4000 in a pregnant woman during labor after meeting resistance during insertion. This iupc was discarded and a second iup 4000 was inserted successfully at a different position of the cervix. The physician stated that the end of the introducer may have been passed under the cervical edge by "about a 1/4 inch or so"